Event description:
The olympus field service engineer reported (on behalf of the customer) that the evis lucera elite bronchovideoscope has noise on the monitor. The issue was found during preparation for use for a diagnostic procedure with no delay, and the procedure was completed with a similar device. There was no patient harm reported.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to a deformed plug unit. During device evaluation it was observed that the coating on the connecting tube was peeled off (over 1mm2), which is also a reportable malfunction. Additionally, the following was found during evaluation: angulation in the "up" direction was out of standard due to the worn angle wire. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Event 1: image noise. This event was caused by deformation of the plug unit. The exact cause of the deformation cannot be specified but it was likely due to physical stress. Event 2: coating at the insertion section had peeled off. This event was likely caused by one of the following: physical stress from rubbing or hitting the insertion section, chemical stress from incorrect reprocessing, and/or an improper storage environment. The following information from the instructions for use pertains to this event: "important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." "1.4 precautions: if cleaning, disinfection, and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety, and durability of this instrument. Confirm that there is no irregularity before use, and use under responsibility of a physician. Do not use if any irregularity is found." "The storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk." Olympus will continue to monitor field performance for this device.